Event description:
It was initially reported by the physician that the pt's vns won't stop cycling magnet stimulation. Physician stated that the pt used his magnet to see if vns was working and after that vns won't stop cycling magnet stimulation. Physician was concerned about the total magnet activation. On (B)(6)2010, pt's magnet activation data showed 15 activations at 9 am on the same day and physician did not know the reason for this. Physician decided to go ahead and replace the generator as he believed there was something wrong with the generator even though diagnostics results showed everything working within normal limits. Explanted generator was returned to MFR for analysis. Analysis is currently pending on the generator. F/u with the company rep revealed that the no programming or medication changes contributed to the onset of the event. There was no pt manipulation or trauma reported that could have contributed to the event.